Event description:
Sorry for delay, I have been out and staff were obtaining all info. The pt was born prematurely in 2008 at approx. 2305. He was taken to the nicu and placed upon a vapotherm at 51/min and supplemental oxygen. Sats 99%. Artificial surfactant was ordered for the pt and the pt was intubated, the surfactant administered and then the pt was extubated, per policy. Shortly after, receiving the surfactant, the infant's sat began decreasing and the vapotherm flow and oxygen concentration was increased to help maintain adequate sat levels. The infant's chest was auscultated and breath sounds were decreased on the right side. The transilluminator was used and confirmed free air on the right side. Md inserted a right chest tube. Md also reintubated the infant and ordered mechanical ventilation to be started. The initial settings were pcv, rate of 60, pressures 20/4 it .25, and 100% oxygen. The oxygen was weaned per oximeter to 67% with a sat of 99%. An abg was obtained and the vent settings were increased at 0225 to a rate of 100 and the pip increased to 30. At 0228, the rate was decreased to 90 and the pip was decreased to 24. Md was beside bed when he saw infant's chest over expand. Vent alarm immediately began beeping and he noted pip was at 45 and peep at 15 which it had not been set at. Md adjusting the level and even turned them to zero, but pressures persisted. The vent was disconnected from the pt and replaced with another ventilator - same type-without any problem. Pt developed pulmonary interstitial emphysema. Dates of use: 2008. Diagnosis or reason for use: respiratory distress/premature infant. Event abated after use stopped: yes. Event reappeared after reintroduction: no.